Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 411 mg/dl, 252 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer reported that the retainer ring was damaged. The customer stated that the reservoir did not lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.